Event description:
New information notes the device exhibited inappropriate measured data once again on (B)(6) 2014. The device remained implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the pulse generator exhibited inappropriate measured data.